Event description:
It was reported that catheter issue occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the monorail part of the catheter was stuck in the distal struts of the implanted unknown stent when the physician tried to remove the catheter. The parallel wire used in the procedure was then utilized to remove the stuck catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath imaging window assembly. Functional inspection that the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscope inspection observed that there was no damage on the distal tip or guidewire exit port assembly.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the monorail part of the catheter was stuck in the distal struts of the implanted unknown stent when the physician tried to remove the catheter. The parallel wire used in the procedure was then utilized to remove the stuck catheter. The procedure was completed with another of the same device. There were no patient complications reported.